Event description:
During a pulsed field ablation procedure, the patient experienced av block ii followed by av block iii before the volt catheter was inserted into the agilis 13f sheath. After ECG examination, it was noted the patient's st was rising. It was noted that during aspiration, there was no air. Cs stimulation and chest compressions were performed. The procedure was cancelled and the patient is stable.